Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was observed at approximately 5.6cm distal to the distal edge of the proximal markerband. A microscopic examination of the pinhole site could not identify any issues with the device which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous superficial femoral artery. The 5.0mm x 150mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds but it ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous superficial femoral artery. The 5.0mm x 150mm, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds but it ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).